Manufacturer narrative:
It was reported that during a left shoulder arthroscopy procedure the blade broke into three pieces. The facility reported that the blade was inspected by the surgical tech prior to being placed onto the knife handle however during the portal incision for the arthroscopy the blade broke into pieces. All of the pieces were retrieved from the patient at the time of the procedure but the retrieval of the blade resulted in the procedure being extended. The procedure was prolonged however there was no report of any adverse patient consequence or effect on the patient's stability as a result of the incident. There was no serious injury, follow-up medical care or medical intervention required. Per the facility, the blade was disposed of in a sharps container and is not available to be returned for evaluation. A root cause cannot be determined. Due to the need for surgical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
During a left shoulder arthroscopy procedure the blade broke into three pieces.